Event description:
An endurant ii stent graft system were implanted for the endovascular treatment of a 3.8 cm diameter right iliac artery aneurysm. It was reported that the case was a right iliac aneurysm beyond the anastomosis of the right stent graft limb of a previous open surgical repair. The hypo gastric artery was thrombosed, so it was just an endurant ii limb placement from the previously implanted graft limb into the right external iliac artery. There was no packaging damage to the box noted and there were no issues flushing the guidewire lumen. During the deployment of the endurant stent graft, the outer graft cover of the delivery system was not retracting back as it should have. The graft cover marker were not retracting. There was a higher than expected forces encountered when turning the handle. The tapered tip was moving towards the patient¿s head and traveling up the guidewire and the graft cover was not retracting. After about 3 to 4 cm of cephalad movement of the inner catheter, the physician was concerned. The physician successfully closed the delivery system and removed the device to inspect it. There was no kinks in the sheath when the delivery system was removed from the patient. The mechanical link was not broken between the handle and the graft cover. Upon inspection and another deployment attempt on the table, same thing happened. After 6 cm or so, the delivery system began to deploy the stent graft. The tapered tip appeared to be protruding out beyond the outer graft cover approximately 30 to 40 percent of the length of the stent graft length. The physician then used an endurant limb stent graft distally and an endurant limb proximally to treat the iliac aneurysm. Case had a great result and no patient harm occurred. Event has been resolved. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Attempt at implanting within a previously implanted graft; not treating a abdominal aortic aneurysm.